Event description:
It was reported that during procedure, the customer reported that they heard an unusual noise and smelled something burning. The procedure was completed with this device. There were no patient complications.

Manufacturer narrative:
The console was serviced by the field service engineer (fse) at the customer's site. The reported noise, audible alert, and smoking were confirmed. The machine powered on and passed the self-test normally. After using the laser for an hour, there was no burning smell. Upon opening and checking, the power supply voltage was found to be normal. During operation, signs of blackening were found on the side of the machine, and some filter screens were sticking to the high-voltage power supply box, showing signs of burning. After cleaning, testing continued, and the machine worked normally. The field service engineer (fse) performed inspection and cleaning of the high-voltage power supply area, including removal of burned filter screen residue and verification of power supply voltages. The issue was resolved, and the unit was within specification. It is likely that the burned filter was the cause of the reported burning smell. As a result, the console was functioning as intended. The malfunction found could have affected the device performance leading to the event experienced by the customer. The investigation conclusion code assigned is cause traced to component failure which indicates expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during procedure, the customer reported that they heard an unusual noise and smelled something burning. The procedure was completed with this device. There were no patient complications.